Manufacturer narrative:
Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. The events of "severe inflammation", "hardened lumps", "swellings" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. Induration or nodules at the injection site.

Event description:
Patient reported they were injected with unspecified juvéderm® voluma¿ in cheek area. "Shortly after injection", patient experienced "hardened lumps in cheeks, severe inflammation, swellings start 1 to 3 days after intense use of facial musculature, such as after crying". Patient has been treated with antibiotics, and also indicated "area has been opened and drained via sinuses twice".